Event description:
It was reported that the ilet pump issued repeated alert 38 motor stall alarms during attempts to rewind for a supply change, which persisted despite multiple restarts and guidance to remove tubing and retry. A replacement device was issued and user education on shutdown, data syncing, and return procedures was provided. Outcomes included no impact to health and no medical intervention. Investigation included technical support troubleshooting. Investigation of this case revealed a consecutive motor stall during rewind that could not be cleared through standard steps. It was concluded that the device experienced a mechanical stall of the drive mechanism, with the cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.